Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a premature ventricular contractions ablation procedure, while mapping the patient experienced pain and then a pericardial effusion was diagnosed via ultrasound. The pericardial effusion was drained in order to stabilize the patient. No transseptal puncture was conducted as the left side of the heart was accessed via the patent foramen ovale. There were no performance issues with the device.